Event description:
(B)(4). Weight gain and major bloating, mostly in my stomach. Most days I look and feel 8 months pregnant. Lots of headaches, mood swings, depression. Very foggy minded and forgetful. Sharp pain on my sides if I move a certain way or too fast. Heavy menstrual bleeding and clots. Dull hip pain and many more.